Event description:
Medics analyzed a pt (age and gender unk) presenting a pulse-less electrical activity heart-rhythm and received a "shock advised" determination. The medics responded to a call for a pt in cardiac arrest. Upon arrival, the medics attached the device to the pt via multi-functiion electrodes. The pt was assessed as unconscious and vital signs absent and the medics administered a 200 joule shock to the pt. The pt was immediately re-analyzed and the device issued a "shock advised" determination. The medics then administered a 300 joule shock to the pt. The device analyzed the pt for a third time and returned a "no shock advised" determination. The medics continued to treat the pt and transported them to a nearby medical facility where pt care was transferred to the hosp. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.